Event description:
Info received indicates the pt positioning monitor (ppm) alarm went off when the pt got out of the bed and then shut off on its own. The pt fell but was not injured.

Manufacturer narrative:
The tech investigated and could not duplicate the alleged malfunction.